Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info g contact office-manufacturing site (continued g1) and medwatch field g4 PMA / 510k (premarket numbers) updated. The investigation reviewed the customer's preanalytical handling data. The patient's sample tube was centrifuged for only four minutes. The manufacturer¿s guidelines recommend a centrifugation time of ten minutes. The investigation reviewed the data for the sodium electrode; no abnormal trends were noted. The investigation determined the event was due to a preanalytic issue (low centrifugation time) at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The field service engineer (fse) inspected the analyzer and determined that the sodium electrode had caused the event. He replaced the electrode and performed flow path cleaning. He verified the analyzer's performance with mechanical, fluid, and precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode results from 2 patient samples tested on the cobas pro ise analytical unit. Discrepant results were provided for 1 patient sample. The initial result from the analyzer is 148 mmol/l. The repeat result from another cobas pro ise analyzer is 136 mmol/l. The doctor questioned the initial result, prompting the rerun. The repeat result was deemed correct.